Manufacturer narrative:
The customer states he was unplugging the cables in the back to try and get the speakers to come on. Our tech support had the customer power cycle the device and the sound worked normally. Also, our tech support showed the customer how to change the volume.

Event description:
The customer reported that they cannot hear the audio alarms from the remote network station (rns or remote monitoring system).